Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was mold growth inside the syringe and on the black plunger. To aid in the investigation, one sample in an opened packaging blister and four photos were provided for evaluation by our quality team. A visual inspection was performed. First, with 10x magnification, and then with 30x magnification. The syringe stopper and syringe barrel bottom side have visible medical grade lubricant. The four photos provided show the sample received. No other defects or imperfections were observed. The visible lubricant could occur if an excess amount of lubricant was applied during the lubrication process. The sample was sent to a laboratory for additional analysis. The analysis confirmed that there was no mold and the foreign matter observed had the highest match to silicone. A device history record review was completed for provided material number 309653, lot 3096926. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material #:309653. Batch#:3096926. It was reported by customer that the sterile syringe manufactured by bd had mold growth inside the syringe and on the black plunger. Verbatim: rcc received a complaint via email. Email(s) attached. We have recently received a complaint from a member of the public pertaining to a ¿bd 50ml luer lock syringe¿ (ref# 309653, lot# 3096926). The issue in question was described by the complainant as follows: ¿a sterile syringe manufactured by bd had mold growth inside the syringe and on the black plunger.¿ the complainant additionally indicated that the incident had occurred on 2024/05/26 but that they had not reported the problem to the manufacturer or retailer. The complainant indicated in their submission to health canada that they had ¿supporting documentation, labels or pictures¿. Additionally, the complainant has authorized health canada to ¿provide¿ their ¿contact information to the manufacturer/importer/distributer/supplier¿: ¿first name: xxxxxxxxxxx. Last name: xxxxxxxx. Telephone: xxxxxxxxxxxxxxxx. Email: xxxxxxxxxxxxxxxxxx. Address: xxxxxxxxxxxxxx. City: xxxxxxxxxxx. Province: xxxxxxxxxx. Country: canada. Postal code: xxxxxxxxxx. Additional information: thank you for contacting me. I have attached pictures for your review. I still have the syringe that I can send to you if you would like. My daughter had her needle on the end of the syringe and was just about to draw up her meds when she noticed it. She plans to discard the remaining syringes from that lot and has already been provided new ones. Please let me know if you would like me to mail the syringe you and where to send it.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:309653, batch#:3096926. It was reported by customer that the sterile syringe manufactured by bd had mold growth inside the syringe and on the black plunger. Verbatim: rcc received a complaint via email. Email(s) attached. We have recently received a complaint from a member of the public pertaining to a ¿bd 50ml luer lock syringe¿ (ref# 309653, lot# 3096926). The issue in question was described by the complainant as follows: ¿a sterile syringe manufactured by bd had mold growth inside the syringe and on the black plunger.¿. The complainant additionally indicated that the incident had occurred on (B)(6) 2024 but that they had not reported the problem to the manufacturer or retailer. The complainant indicated in their submission to health canada that they had ¿supporting documentation, labels or pictures¿. Additionally, the complainant has authorized health canada to ¿provide¿ their ¿contact information to the manufacturer/importer/distributer/supplier¿: no patient harm.